Manufacturer narrative:
Additional manufacturer narrative: perforation of the ventricle occurs when a component of a medical device or surgical instrument disrupts or penetrates through the wall of the ventricular myocardial muscle. Ventricular perforation is a rare but known complication of mitral valve replacement. It is typically not related to a malfunction of the device, but it typically related to implant technique, patient anatomy or a combination of both. In this case, it was reported that the strut of the mitral valve may have perforated the inferolateral wall muscle. Based on the available information, the root cause of the event remains indeterminable. However, it is likely that patient and procedural factors contributed to the event. The device was not available for return to edwards for evaluation. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that this 29mm pericardial mitral valve was explanted at implant due to an injury to the inferolateral wall from a strut. A 27mm pericardial mitral valve was used in replacement. During the procedure, the patient also underwent a tricuspid valve repair with a 26mm annuloplasty tricuspid ring and aortic valve replacement with a 21mm pericardial aortic valve. The patient expired intraoperatively with all three (3) devices implanted due to multiple tissue injuries and extended bypass time. Per obtained medical records, the mitral valve was initially repaired with a 34mm annuloplasty ring, and the tricuspid valve was repaired with a 26mm ring. Cross-clamp was removed and echo demonstrated moderate tricuspid regurgitation which had gone from being an anterior jet to a posterior jet. The mitral valve p2 repair was not adequate enough to support proper coaptation and the decision was made to replace the mitral valve with a 29mm valve. Echo confirmed good function of the ventricles bilaterally as well as the bioprosthetic valves. The patient was removed from bypass and there was ivc site bleeding which was packed and watched for 30 minutes. This did not improve and a stitch was used to repair a linear tear in the thin tissue. Upon tightening, the stitch tore longitudinally from the diaphragm to the heart, leading to a hole in the ivc. The patient became hypotensive and was placed back on bypass. A patch was used to repair the vena cava injury and an attempt was made to come off bypass. There was bleeding from the inferolateral wall and either when the heart was lifted to be recannulated, or when doing compressions, there was a clear injury from a mitral valve strut to the muscle of the inferolateral wall. A large hematoma with tear and active bleeding were observed and the decision was made to remove the mitral valve, patch the injury, and replace with a 27mm valve. At this point, the atrial tissue was completely disrupted as the atrium had been entered three (3) times and the tissues were friable to start with. The left atrium was patched, the aortic valve was replaced with a 21mm aortic valve, and the aorto-mitral curtain was repaired with a patch. Due to the injury to the lateral wall, the extensive nature of the through-and-through injury as well as extensive injury to the left atrium, the surgeon felt this was not survivable. The patient's family was consulted and the decision was made to not proceed further; the patient subsequently expired intra-operatively.